Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the instrument clips had incomplete closure and fell off vessel. As a result, the applier did not clip duct or artery. It is unknown how the case was completed. No patient complications.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2020 d4: batch # t94v09 investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.